Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had infusion set tubing detachment. The customer¿s blood glucose level was 422 mg/dl at the time of the incident. It was reported that site location was unknown and location of detachment was also unknown. The product will not be returned for analysis.